Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the battery drawer of the external pulse generator's (epg) cases would not fit together and were broken and dented. It was indicated that the battery release and the battery contacts were contaminated. It was also indicated that a bail cover was broken, the lead flex cover and battery flex were corroded, a side bail was bent, the battery drawer was broken, the keyboard was scratched and damaged, and the serial number label was torn. It was also indicated that the main printed circuit board was out specification electrically. The display was also out of specification electrically and missing pixels. The epg was at the end of its service and was to be scrapped. Further analysis was performed on the device. Visual inspection revealed extensive contamination in the battery drawer and the battery contact was missing. Bench analysis noted that the battery removal test passed. It was noted that the functional test that failed during servicing of the device indicated a possible tester issue rather than a device issue. Conclusion: the functional test failure seen during servicing of the de vice could not be duplicated.

Event description:
The external pulse generator (epg) was returned for trade-in and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery drawer of the external pulse generator (epg) was stuck. The drawer was repaired but the cases would not fit back together. The status of the epg is unknown. No patient complications have been reported as a result of this event.